Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and tooth disorder ('dental problems') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2006 to 2010. Concurrent conditions included obesity. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain and menstrual cramp as well as ibuprofen from (B)(6) 2011 to (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and tooth extraction). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and weight increased had resolved, the tooth disorder, mood swings, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia outcome was unknown and the alopecia and back pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dysmenorrhea (cramping), pain, weight gain, hair loss, dyspareunia (painful sexual intercourse), abdominal pain, back pain, joint pain and plaintiff did not undergo essure confirmation test. Events onset dates added. Outcome of events pelvic pain, vaginal bleeding and weight gain were resolved. Events back pain and hair loss were recovering. Historical drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report